Event description:
This pt presented with an abdominal aortic rupture and an arteriovenous fistula. A gore excluder bifurcated endoprosthesis deployed in the abdominal aorta in an attempt to treat the rupture. After many attempts to cannulate the contralateral gate, as well as trying to go up and over the bifurcation with a snare wire, the decision was made to convert the pt to an aortounilliac approach. The physician next deployed a contralateral leg component, however the device appeared to slip down and cover the internal iliac artery. At that point the access wire on the right side became contaminated and aortic wire access was lost. The decision was made to convert to an open procedure. The pt left the procedure in stable condition.

Manufacturer narrative:
B5: please note; this event was originally reported on in medwatch 2025240-2004-00039. The device reported on was the gore excluder bifurcated endoprosthesis trunk-ipsilateral leg component (pct261414/03028284). However, upon review of the file, reportable events occurred with both the trunk-ipsilateral leg component (unplanned aui) and the contralateral leg component (unintentional covering of a collateral vessel and conversion). This medwatch 2017233-2006-00165 is for the contralateral leg component. H6: a review of the mfg paperwork has been conducted. H6: the review of the mfg paperwork verified that this lot met all pre-release specifications.